Manufacturer narrative:
This report is being filed on an international product, list number (B)(4), that has a similar product distributed in the us, list number (B)(4). (B)(4). For prism (B)(6) lot 18154li00 a review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. Additionally, a review for non-conformances and deviations associated with reagent lot 18154li00 was conducted and found no occurrences that could be linked to the complaint observation. The product is performing as intended and no product issues were identified. The (B)(6) assay package insert contains information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred. Patient identifier (complete): (B)(6).

Event description:
On (B)(6) 2016, abbott received notification that the national blood bank of (B)(6) (vadc) notified their competent authority of an issue regarding alleged (B)(6) results for two donor units. This was a retrospective report submitted by vadc after the prism analyzer was uninstalled from that site and replaced with the roche cobas system. The following information was provided: sample (B)(4): (B)(6) 2016, sample tested on the roche cobas analyzer and generated (B)(6) results of 14.16 / 14.70 / 14.17. The sample was then sent to the (B)(6) centre (lic) for confirmatory testing where the sample generated non-reactive results with the innotest methodology, nonreactive results with the (B)(6) ag assays and indeterminate results by immunoblot (ns3 + or -). Vadc pulled an archived sample from this same donor ((B)(6)). The sample was originally tested on (B)(6) 2013 and generated non-reactive results with the (B)(6) assay (lot 18154li00) and with the nat methodology. This sample was then tested on the cobas platform and generated a reactive result of coi 16.75 on (B)(6) 2016. Confirmatory testing was then performed on (B)(6) 2016 with the immunoblot methodology and was indeterminate (ns3 + or -). Red blood cells and fresh frozen plasma blood products from this donation were distributed for medical use. There is no information provided on the donor.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred; therefore, the device was not performing as intended and the evaluation codes were corrected.